Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders implantable neurostimulator (ins) had not lasted as long as they initially thought it would which had occurred in 2015. The patient had received a rechargeable system (B)(6) 2016 as a result of this. No patient symptoms were mentioned.